Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: if explanted; give date: not applicable as the iol remains implanted in the patient's ocular sinister (left eye). (B)(4). Device evaluation: product testing could not be performed because the product was not returned as the lens remains implanted in the patient¿s ocular sinister (left eye). A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this production order number have been received. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the intraocular lens (iol) was implanted in the patient's ocular sinister (left eye) on (B)(6) 2019 and lens was misaligned. At implant, os iol axis placement was 178. At six (06) months, it was report os iol axis was 15. No secondary surgical intervention is planned at this time. At one (01) year study visit, visual symptom questionnaire indicates the patient being extremely bothered by halos and will not drive at night, extremely bothered by starbursts, moderately bothered by multiple or double vision, very bothered by sensitivity to light, extremely bothered by glare related to scattered light, very bothered by occlusions, extremely bothered by poor low light vision. Visual symptom questionnaire also indicates patient reported this is wrong prescription lens. One (01) year visual acuity (va) was reported as: os uncorrected distance visual acuity (ucdva) 20/40 and os best corrected distance visual acuity (bcdva) 20/25. Preop va was reported as: os ucdva 20/50 and os bcdva 20/30. The subject has completed the study. No additional information was provided. This report captures the iol in the patient's ocular sinister (left eye). A separate report will be filed for the patient's ocular dexter (right eye).